Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported that the clips were dropping and malformed. Another device was used to complete the case. There was no consequence to the patient.